Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection noted that the tubing was malformed. A functional leak test was performed and noted leakage from the malformed tubing. The reported condition was verified. The cause of the malformed tubing was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.